Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: b3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information received, ¿potential femur array movement during velys knee procedure (dr. Matthias klein, 12.12.24, merian iselin klinik basel switzerland). Tibial, femoral distal and anterior cut were all good and precise. But posterior cut on the lateral side was more than planned. Medial side was ok. Intraoperatively changed to conventional instruments. No harm to patient¿ the velys array set was not returned to medtech orthopaedics. However, log files were reviewed and investigated by the systems engineering team (under related pi-17428400492679905). The investigation could confirm the reported issue. However, since the involved array set was not returned, no further evaluation was able to be performed. Therefore, with the available information, a root cause for the potential array movement cannot be established. Based on the investigation findings, no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Event description:
Additional information stated that the femur array was not damaged. The cut was less than 3mm different.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a potential femur array movement during velys knee procedure. Tibial, femoral distal and anterior cut were all good and precise. But posterior cut on the lateral side was more than planned. Medial side was ok. Intraoperatively changed to conventional instruments. No harm to patient. Surgery was delayed 10 minutes. Surgery was completed successfully with no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (catalog, primary UDI number). Corrected: d1, d2a, d3. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.